Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06may2019. The manufacturer's field service engineer could not duplicate the complaint. The manufacturer's field service engineer stated that the unit passed est and the performance verification test successfully.

Event description:
The customer reported that est failed and that the patient was getting no volume. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.